Manufacturer narrative:
Device had unresponsive up and down buttons due to unlocked lcd keypad connector. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 400 mg/dl at the time of incident and treated with manual injection. Customer declined high blood glucose troubleshooting. Customer stated that the insulin pump up and down buttons were unresponsive after exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.